Manufacturer narrative:
The user didn't send the failed IV set to the manufacturer for evaluation. A quality alert was sent to the contract supplier proactively. (B)(4).

Event description:
The user reported a leaking issue at the filter of the IV set. No patient injury or harm was involved in this case.